Event description:
Pt obtained results of "270 something" and 122 mg/dl on the reported meter within 10 minutes of each other. The customer care representative attempted to walk the patient through a control solution test several times and the test did not start. The meter was replaced.